Event description:
Patient with history of diabetes mellitus, hypertension, progressive dyspnea, and pleural effusion was admitted for an ultrasound-guided thoracentesis. When opening the m-drain 5f x 7 cm centesis catheter, health care provider(s) noticed there was a 10 cm needle in the 7 cm sheath. Another device was opened with the same issue where the needle was too long. Both m-drain centesis catheter had the same lot number. This equipment was not used on the patient as the technologist and pa noticed the malfunction.